Event description:
The customer contacted ees directly. It was reported the device was used during a laparoscopic cholecystectomy. It was reported the trocar leaked during the case. Another was used to complete the case. There was no consequence to the pt. The product was discarded.